Event description:
Received a copy of the customer's medsun report from FDA which states, ¿rn noticed a few drops of fluid on the floor and traced where it was coming from found out that the IV tubing has a pinpoint hole IV tubing removed from bedside" the customer identified the fluid as normal saline. The customer states that there was no patient harm or medical interventions needed. The photo identifies the pinpoint hole in the pumping segment.

Manufacturer narrative:
The customer¿s report of a leak from a hole in the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a section of tubing approximately 5 inches below the lower fitment that was marked with black marker indicating where the leak occurs. Closer inspection of the tubing under a lab microscope observed a small cut approximately 0.096 inches long. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set by gravity. The set leaked from the previously observed cut in the tubing. No other leaks were observed.functional priming testing observed a leak from the tubing below the lower fitment. Closer inspection of the leak under a lab microscope observed a cut in the tubing. No other leaks were observed throughout the tubing. The root cause of the cut damage could not be identified.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, ref (B)(4), lot 9051776, exp: 02/2022, 0.9% sodium chloride injection. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿rn noticed a few drops of fluid on the floor and traced where it was coming from found out that the IV tubing has a pinpoint hole IV tubing removed from bedside" the customer identified the fluid as normal saline. The customer states that there was no patient harm or medical interventions needed. The photo identifies the pinpoint hole in the pumping segment.